Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A ventilator was returned to a third party service center for service. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device's sound abatement foam was replaced. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported required intervention to prevent permanent impairment/damage in outcomes attributed to adverse event, which was marked incorrectly as this is product problem only as mentioned in adverse event or product problem in previous report . In patient identifier it is reported as (B)(6) which is now updated correctly as unknown. In event incorrect description of event or product problem was reported which is correctly updated in this follow up report. In initial reporter name and address is updated correctly. Report source incorrectly mark on 'company representative' in the previous report, in this correction report it is correctly marked as foreign . In type of report '15 day' should be unmarked. Device evaluated by MFR incorrectly reported as yes in the previous report, which is correctly reported as no in this follow up report. In device manufacture date device manufacture date was incorrectly reported as 16th january,2018 now in this follow up report it is corrected as 26th march, 2019. Type of investigation the code 4105 should be removed.